Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced low blood glucose level was 24 mg/dl. Customer stated that the insulin pump had blank display as well as e-13/a-13 alarm. Troubleshooting was performed. The product will be returned for the analysis. Frn- -reservoir-model unknown, infusion set.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at electronic. Insulin pump received moisture damaged at motor. Unable to verify (watchdog timeout) due to blank display. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.